Event description:
It was reported to medtronic minimed that the customer experienced a reservoir leak, resulting in fluid exposure in the pump and a blank display. The customer reported no adverse event. The event involved product(s) mmt-1884 and unk_reservoir. Troubleshooting was performed: the customer was advised to disconnect from the pump, remove and dry the reservoir compartment, and attempt to restart the pump, but the display did not return. The customer was instructed to discontinue use, revert to their backup plan. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for unk_reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.